Manufacturer narrative:
This investigation is ongoing. Upon additional information this investigation will be updated.

Event description:
It was reported that high out of range pace impedance were noted when it comes to the competitor leads as well as noise on the right ventricular channel. Continued monitoring will be performed monthly. There was no change to the system and no adverse patient effects were reported.